Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cssd staff noticed chips and scratches on the attune trial insert. Cssd staff noticed the pin fixator locking screw mechanism was getting stuck possible due to thread deformation.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for evaluation, however, provided photographs confirmed the reported damages. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.